Event description:
A voluntary medwatch report stated that the right ventricular lead was explanted due to infection. No patient consequences were reported.

Manufacturer narrative:
Primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.